Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on the patient, during insertion, the catheter was stuck in the sheath. Attempts to advance the catheter past this point were unsuccessful as the catheter was found to be kinked. The catheter was removed and a 2nd iab was inserted at the same insertion site. No report of patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that while in use on the patient, during insertion, the catheter was stuck in the sheath. Attempts to advance the catheter past this point were unsuccessful as the catheter was found to be kinked. The catheter was removed and a 2nd iab was inserted at the same insertion site. No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f22g0050) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the peel-away sheath was on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. No kinks, bends or abnormalities were noted to the returned sample. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the iabc helium pathway. The sheath in question was not returned with the sample. The customer pictures were reviewed; the photos showed the iabc in question. The reported complaint could not be confirmed from the pictures. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0069in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The returned iabc could not be advanced through a lab inventory sheath due to the returned state of the device. Upon return, the bladder was fully unwrapped. As a result, difficulty may occur if the iabc is attempted to be inserted through a sheath with the bladder fully unwrapped. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of iab catheter stuck in sheath is not able to be confirmed. The sheath in question was not returned for investigation. An iabc sample was received for the investigation with no damage or abnormalities noted. The returned intra-aortic balloon catheter (iabc) passed dimensional and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.